Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and absorbable hemostat was used. The patient was admitted due to "38 + 4 weeks of gestation, irregular abdominal tightness for 1 day", and insisted on surgical termination of pregnancy. The surgery was performed at 8:32 the next day. When the first layer of uterine suture was performed, medical staff used a needle holder to clamp and pull the suture, and the suture suddenly broke. The doctor immediately replaced it with a new one to continue the surgery. When the last layer of abdominal skin was sutured, the same issue occurred again. The suture could be completed normally after a new suture of the same model was replaced immediately. Two suture breakages resulted in prolonged surgical suturing and increased discomfort with postural maintenance during maternal anesthesia exposure. The parturient had no abnormal bleeding during the operation, and the postoperative incision healed well and uterine involution was normal. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify, was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the device lot s24110080, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.